Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between the connection of a quad-fuse extension set and a non-carefusion/bd connector during an unspecified infusion in the picu. There was no patient harm.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak between the tubing and a non-bd connector was confirmed. The suspect set was not returned for investigation. Visual inspection revealed a very thin hairline fracture on the female luer of a concomitant set. Functional testing resulted in no leaking. Pressure testing resulted in leaking only when connected to the microclave. Despite the hairline fracture, no leaks were observed when only bd mating components were used. This indicates that there may be a slight incompatibility issue when the ICU microclave is used as mating component. Dimensional testing was performed and all the luers measured within specification. The root cause of the leak could not be definitively determined.